Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer called the technical support engineer (tse) and reported that the instrument arms were manipulating opposite of surgeon movements. The customer placed the tse on speaker phone and the surgeon stated that when they moved their hand controls forward, the arms moved backwards. The instruments appeared to be doing the opposite movements. The tse had the customer reseat the endoscope with no resolution. The customer stated that the system was thinking they had a 30-degree endoscope installed, but they were actually using a 0-degree scope. The surgeon stated that the endoscope orientation flipped 180 degrees after being installed. The tse had the customer confirm that endoscope settings (up or down) and the hand control assignments with no resolve. The tse had the customer try a second endoscope with no resolve. The tse reviewed the system error logs and noticed the endoscope tip temperature warnings on a different endoscope are present in the logs. The customer stated that they use an endoscope warmer set to 120 degrees, tse recommended the customer to set the endoscope warming temperature between 100-110 degrees. Tse had the customer remove the back up 0-degree scope, reseat the sterile adapter, and press the instrument and port clutches in order to resolve issue. Surgeon confirmed that the instruments are now moving intuitively in the direction in which he is controlling them. The surgeon is proceeding with the surgery. The tse recommended for the customer to tag the suspect endoscope, reprocess, and test the endoscope again outside of a procedure. If the issue persisted with the suspect endoscope, the tse recommended for the customer to RMA the endoscope for failure analysis. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the endoscope for evaluation. A follow-up MDR will be submitted if additional information is obtained. The reported issue was resolved following troubleshooting with technical support. An isi technical support engineer (tse) was contacted, and the site confirmed that the reported problem was resolved after using a spare endoscope of the same kind as a replacement. No site visit was conducted. The system was working properly, and no additional action was required.